Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination found that the stent was damaged at the distal end. The five most distal strut rows were stretched distally, with struts on the most distal row bent outwards. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 2.75x28mm promus element stent was advanced however was unable to cross the lesion. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damage.